Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving ketamine and fentanyl at unknown doses and concentrations via an implantable infusion pump for non-malignant pain. It was reported that a couple of weeks after the revision at a refill the healthcare professional (hcp) was unable to find the refill port. It was discovered that the pump may be flipped. A revision occurred on (B)(6) 2017 to flip the pump to the correct side. It was reported that the issue was resolved. The patient reported that back in baton rouge they had morphine in their pump. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the patient believed their doctor accidentally put the pain pump in upside down. The doctor wanted to reposition it. When the patient went back in to get it refilled he could not find the port. He said it had flipped over. The patient wore a secure brace around their abdomen. The patient said he made a mistake and the patient was inquiring if it was a common thing for the pump to flip over. No further complications were reported/anticipated or expected.